Event description:
It was reported that pump locked up after customer started new cgm. Reportedly, the pump was reset to address the issue. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.